Manufacturer narrative:
Device evaluation summary: during preventive maintenance by service technician, the service technician observed that the instrument was unable to charge and displayed error code 69, indicating an internal fault for the battery and an internal short was identified in one of the two batteries. The issue will be resolved by replacing the batteries. Preventive maintenance will be completed per specifications. The instrument was serviced/analyzed in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During preventive maintenance by a service technician this bio-console base instrument was found to be unable to charge and displayed error code 69, indicating an internal fault for the battery and an internal short was identified in one of the two batteries. The batteries were two years old. This was detected during service so there was no patient involvement, so no adverse effect occurred.